Event description:
It was reported to philips that there was no available disk space, preventing cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was used for a diagnostic cardiac arrhythmia procedure. The procedure was aborted and completed using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to perform cine. No service had been performed by philips because the system was not under contract for onsite service. To date, no further information had been received.